Manufacturer narrative:
UDI = (B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Additionally, the device was received and laboratory testing was completed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information from a product experience report form that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. The s-ICD device and electrode were explanted and replaced with a transvenous ICD system due to oversensing and delivery of inappropriate shock therapy. The electrode was received at boston scientific's return products department.